Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description has been updated accordingly.

Event description:
It was reported by the sales rep in thailand that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2023, it was observed that the tip on the needle on the truespan meniscal repair system peek 24 degree device was broken. According to the report, the broken needle was successfully removed from the patient. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. It was reported that the patient's outcome was good. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4m, h4: the lot number, expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4). Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (9l62956), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). D4: the expiration date is currently unavailable. E3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in thailand that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2023, it was observed that the tip on the needle on the truespan meniscal repair system peek 24 degree device was broken. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D2: common device name and procode have been updated to reflect the correct information. Investigation summary : the product was returned to depuy synthes mitek for evaluation. Depuy synthes mitek then conducted visual inspection of the device received. The device was received and evaluated; visual inspection reveled that the applier needle was broken, white sleeve was removed to verify the presence of both plates and suture, they were returned still attached to the device, they do not show structural anomalies. The rest of the device was in a normal condition. A review of the batch manufacturing records was conducted on finished lot number 9l62956: and no related non-conformances were identified. The overall complaint was confirmed as the observed condition of the truespan 24 degree peek would contribute to the complained device issue. Based on the investigation findings, the potential root cause for the device damage can be attributed to procedural variables, such handling of the device or product interaction during procedure; an excessive manipulation of the device, tilting movements of the applier needle while it was inserted causing the needle to break. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.